Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The evaluation of the subject device confirmed the followings; the reported event could be reproduced. Endoscopic image at the bottom of the monitor was cut off when the device was used with gif-hq190. Camera displayed no endoscopic image. Defect of a circuit board of the subject device was noted. The reported event was caused by the defect of the circuit board. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection before an unspecified procedure, the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported image abnormality could not be conclusively determined. However, based on the information that the device was manufactured 6 years ago, omsc assumed that the reported event was caused by aged deterioration or accidental failure of parts on the video board unit. If significant additional information is received, this report will be supplemented.